Event description:
Pt was having an ercp to remove a common bile duct stone, when the physician had trouble with the stone crusher. As he tightened it, the pipe broke before the stone was crushed. The sheath was able to be removed safely, but the doctor decided open surgery was needed due to the number of stones. The pt was taken to surgery emergently for a cholecystectomy, a common duct exploration and removal of the crusher. The pt tolerated the surgery well and was discharged to home in 2002 in stable condition.